Event description:
Healthcare provider reports: poc device allegedly not working correctly. Pt result higher than expected. Reported protime results > 10. This complaint occurred outside the united states.

Manufacturer narrative:
(B)(4). Manufacturer requested product and is awaiting product return for evaluation.